Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during removal, the foley catheter created a cuff that was pulled and did not make it easy to remove. Customer also inquired about the folo105 coming off back order. They have not had any about 2 weeks then. Inquirer responded that the biggest gap here was not letting the balloon drain on its own, often the staffs were trying to take the sterile water out of the syringe. Also stated that once the syringe was connected, the balloon would deflate on its own and another big gap was often the staff was using saline instead of the sterile water. Stated that silicone would naturally hold its shape, whereas in latex there was no cuffing.

Event description:
It was reported that during removal, the foley catheter created a cuff that was pulled and did not make it easy to remove. Inquirer responded that the biggest gap here was not letting the balloon drain on its own, often the staffs were trying to take the sterile water out of the syringe. Also stated that once the syringe was connected, the balloon would deflate on its own and another big gap was often the staff was using saline instead of the sterile water. Stated that silicone would naturally hold its shape, whereas in latex there was no cuffing.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. A potential root cause for this failure mode could be due to thin sac could cause poor shape/ baggy sac & non- concentric balloon. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.